Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 30. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and fistula. No further patient complications were reported.